Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the reason for the call was to get MRI information. The caller reported that the patient had a stroke and lost their programmer. The patient needed to have an MRI because the cat scan wasn't showing enough. When the caller connected to the patient's implanted neurostimulators with the patient programmer they saw that the device was at eos and therapy had stopped. The device had not been working for a couple of months. The patient reported that they had fallen multiple times. Troubleshooting was not required. The issue was not resolved through troubleshooting. The agent reviewed MRI information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-09 additional information was received from the manufacturer representative. The rep reported that it was unknown if the eos was due to normal battery depletion. The rep stated that the likely cause of the issues were the patient's falls or the patient's stimulation adjustments. The rep said that the patient would like the device removed so they could get a full MRI of their back. The rep stated that they had been in touch with the patient's physician assistant. No further event details were known.